Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number ip-(B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. On 5/7/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number ip-(B)(4). It was reported that a surgeon encountered difficulty filling one of the saline implants. Implant was not used and retained for return. Back up implant was used. No adverse event was reported. There was no delay in surgery reported.

Manufacturer narrative:
On 5/31/2020, device evaluation was completed. This report contains supplemental information for mentor asr/psr reference number (B)(4). Device evaluation summary: during the evaluation of the device, it was filled without problems. Additionally, an area of missing material was observed on the posterior view of the device, measuring approximately 0.5 cm x 0.5 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. On 6/1/2020, mentor became aware that under initial report it was inadvertently not specified if this report contained supplemental information for asr or psr reference number (B)(4). It should have said asr reference number ip-00004447. Manufacturer¿s reference number: (B)(4).